Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced right heart failure and auto-immune disease. The low flow threshold was lowered to 2.0lpm. Palliative setting was planned.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues were reported or identified during this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. The IFU lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the right heart failure existed before left ventricular assist device (lvad) implant and device related issue did not cause or contribute to it. The patient experienced low flow alarms during the event and was treated with medications. The software upgrade resolved the low flows. The patient was reported to be in a palliative environment.